Event description:
It was reported to medtronic minimed that the customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer experienced hyperglycemia with blood glucose value of 340 mg/dl. The customer experienced blood site. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed for difference between glucose values. The sensor glucose value was 154 mg/dl which was not within the acceptable range. Troubleshooting was not performed for hyperglycemia. The customer also reported resolved loss of communication issue between insulin pump and transmitter. Troubleshooting was performed for site issue and blood was visible on the sensor connector and instructed customer to discuss the area of insertion of the sensor with their health care professional(hcp). No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.